Event description:
It is reported that the user found the catheter rupture at mid portion of catheter. It appears that the device may not have been used on the pt. The t-lock extension and stylet wire are attached to the device. A 1cc tuberculin syringe is attached to the luer end of the extension tubing and a hole is detected in the catheter. However, it is unk if the user inserted the catheter and then detected leakage from the insertion site during flushing and removal of the stylet. The uncertainty of the use of the device would necessitate that the incident remain reportable.

Manufacturer narrative:
This complaint of a catheter leak is confirmed. A single pinhole leak was identified during hydraulic pressurization. The leak appeared as small bead of water. Both the distal end of the catheter and the distal end of the stylet wire have been cut. This was verified by their cross sectional veneer. This is a good indication the stylet wire and catheter was manipulated prior to placement. At this time the mechanism of damage is undetermined. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.